Manufacturer narrative:
The customer reports that the gas unit is producing inaccurate readings with the unit displaying half off the correct readings. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reports that the gas unit is producing inaccurate readings with the unit displaying half off the correct readings.